Event description:
It was reported the procedure was to treat lesions in the left superficial femoral artery (sfa) and the initial segment of the popliteal artery. Balloon angioplasty of the right sfa was performed using a 6.0x200mm balloon. Subsequently, during an attempt to advance the balloon furter, it was inadvertently withdrawn along with the guide wire. It was not possible to advance [move] the balloon over the supracore guidewire; therefore the devices were removed. Due to traction, a hydrophilic guidewire and a pig-tail catheter were again introduced. Then, through the true lumen, both the right and left iliac axes were catheterized. Balloon angioplasty was performed using a 6×80mm catheter. Control angiography showed flow through the treated vessels. Due to the risk of recurrent dissection, the procedure was continued via access through the right brachial artery. A sheath was inserted and a hydrophilic guidewire was advanced. A new 6×200 mm balloon was introduced through the procedural sheath; however, it was not possible to pass the balloon through the sheath. A 5×150mm armada 35 balloon catheter was advanced and during inflation a spontaneous rupture occurred. While withdrawing the balloon, resistance was met and the balloon tore, leaving part of its working segment lodged on the guide wire. The balloon was subsequently removed with the guide wire/ after consultation with a surgical specialist, a decision was made to continue the procedure; however was unsuccessful. The vascular sheath was removed. Hemostasis was checked and a pressure dressing was applied to the artery. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device mentioned in b5 will be filed under a separate medwatch report. D4: the UDI number is not known as the part and lot number were not provided.